Manufacturer narrative:
The reported events of no sensing and no pacing were confirmed. As received, a complete lead was returned in one piece for analysis. X-ray inspection found bunching up of the inner coil inside the connector region and electrical testing found internal shorting due to bunching up of the inner coil inside the connector region. The cause of the reported events was due to internal shorting due to bunching up the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures.

Event description:
It was reported that during the initial implant procedure, loss of sensing and loss of pacing were noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.